Manufacturer narrative:
Unique identifier (UDI) number added to section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se reviewed the ventilator diagnostic logs, replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverters. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the graphical user interface (gui) xena I printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned unit was conducted and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The fault was isolated to a component (vga controller u34) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.